Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient might be on the brink of urinary tract infection, but was prone to get urinary tract infections and they had been constant in the patient's history. The patient also stated that they sent sample to the doctor for examination and would consult with the doctor regarding this. It was noted that the patient had been using the purewick products for less than 30 days. It was unknown if the device contributed to the urinary tract infection and medical intervention was unknown.

Event description:
It was reported that the patient might be on the brink of urinary tract infection, but was prone to get urinary tract infections and they had been constant in the patient's history. The patient also stated that they sent sample to the doctor for examination and would consult with the doctor regarding this. It was noted that the patient had been using the purewick products for less than 30 days. It was unknown if the device contributed to the urinary tract infection and medical intervention was unknown.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient might be on the brink of urinary tract infection, but was prone to get urinary tract infections and they had been constant in the patient's history. The patient also stated that they sent sample to the doctor for examination and would consult with the doctor regarding this. It was noted that the patient had been using the purewick products for less than 30 days. It was unknown if the device contributed to the urinary tract infection and medical intervention was unknown.